Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after procedure, the patient returned 8 days later with a possible metal plate burn on the right side caudal thorax abdominal: 5-6cm length x 4 cm wide tissue sloughing with smooth skin underneath. The customer was not sure that it did contribute to the burn; they thought it may be due to another manufacture's grounding pad. However, they wanted to let us know in case we do think it was the generator. Burn was treated with antibiotics and wound care. The patient had first degree burn.